Event description:
It was reported that the right ventricular (rv) lead impedance has steadily declined with wavering measurements. Testing and isometrics was recommended to reproduce and determine the noise issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (ipg) (B)(6) 2012; 5076-45 implantable pacing lead (B)(6) 2004. (B)(4).